Manufacturer narrative:
(B)(4). Vyaire medical reviewed the event trace log and "vent inop" was last logged on (B)(6) 2019. This condition logged as a ln vent1 alarm. Vyaire medical was not able to duplicate the problem during testing and evaluation. The power board was replaced as a precaution.

Event description:
It was reported to vyaire medical that the ventilator was alarming "vent inop". While in service, a review of the event trace log confirmed a ventilator shut down.